Event description:
On (B)(6) 2011, customer reported they had a no foam leak from the lx20 pro instrument. Customer was unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that it was a wash concentrate leak and not no foam. Fse replaced the tubing on valve 14 and 12, which controls the wash concentrate, and the issue was resolved. No further leaks were reported.

Manufacturer narrative:
(B)(4).